Event description:
Device complications: none reported adverse event: death time of event: 1 day post-procedure one day post right carotid stent placement, and after discharge to home, the pt experienced shortness of breath. The physician was called and the pt was instructed to call 911. En route to the hosp, the pt arrested, CPR was initiated, and the pt expired. Multiple attempts to retrieve the death certificate have been made without success. No additional info is available.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or distributor.